Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information is received the complaint file will be reopened. Product UDI is corrected.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the threads for the mounting thumbscrews are stripped. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the threads for the mounting thumbscrews are stripped. The rse provided the customer with the part numbers of the base assembly and the cpu tray cover.